Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that after a revision (MFR report #: 3006630150-2016-01637) the patient was experiencing weakness in the left leg. The patient was admitted in the hospital and the physician believed it was just irritation because of explantation in the existing leads and replacement of new leads. It was not device related. The physician also stated that the use of introducers over existing leads to hold space may have caused some irritation as well. The patient leg functioned has returned.